Event description:
The workshop service engineer reported that the capacitor was found to be faulty in opcheck. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.